Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during lumbar fusion spinal fusion procedure, the long spine clamp was damaged and the washer was missing. It was reported that the issue was found after site finished using the instrument. The procedure was completed with the use of navigation. There as no delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.